Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: the balloon was torn. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the pt cavity. No tissue was damaged. Operative time was not extended more than 30 minutes. No pt injury reported.

Manufacturer narrative:
(B)(4).